Manufacturer narrative:
Hamilton medical ag case number is (B)(6). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed at start-up during the booting process and was not further specified or explained. There is no prior indication that something was technically wrong with the ventilator device. A continuous alarm was observable both visually and through hearing. Te232056 (pambientpfiltermismatch). No device log files were provided to hamilton. This alarm was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed at start-up during the booting process and was not further specified or explained. There is no prior indication that something was technically wrong with the ventilator device. - a continuous alarm was observable both visually and through hearing. Te232056 (pambientpfiltermismatch). - no device log files were provided to hamilton. - this alarm was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed at start-up during the booting process and was not further specified or explained. There is no prior indication that something was technically wrong with the ventilator device. A continuous alarm was observable both visually and through hearing. (B)(6) (pambientpfiltermismatch). No device log files were provided to hamilton. This alarm was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The unit displayed technical fault 232056 during startup. The event occurred at a customer facility and was not associated with patient use or active ventilation. Consequently, the event did not cause or contribute to a death or serious injury. The fault code corresponds to a plausibility failure between the pambient and pfilter pressure sensors. This type of fault typically indicates that one of the sensors is out of range, defective, or that the sensor cable is not properly connected. The fault occurred during the device's self-test at bootup and is designed to prevent operation under uncertain sensor conditions. A failed self-test does not indicate a malfunction but rather serves as a preventive safety mechanism to ensure the device does not operate with incorrect sensor data. The fault was confirmed during service and resolved by replacing the filter pressure sensor board. Additional corrective actions, such as verifying cable connections and replacing the control board, if necessary, were outlined in the service procedure. No log files were available for analysis. There is no information that reasonably suggests the device has malfunctioned during use, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur.